Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the device in used condition, a degraded main board due to real time clock (rtc) issue, and the battery compartment was too yellow/discolored. The battery was not returned. The event history log did not record the battery draining too quickly or the delivery accuracy rate. Functional testing was performed with new batteries; the pump stopped after delivering 243ml for 29 hours due to the battery becoming depleted; the reported issue was confirmed. The device passed accuracy testing. The root cause was determined to be the main board. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device battery, which normally lasted 4-5 days, lasted barely 24 hours and the device would not have given the correct amount of medication. Per the reporter, there were no adverse patient effects.